Manufacturer narrative:
Product complaint # (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the cutter seal of the device was lost. Per service report, this complaint can be confirmed. During evaluation, it was found that the sealed seam would not hold. Further, the tissue seal was found to be missing. Unrelated to the reported problem, there was also a short circuit in the motor cable. The motor cable was replaced and the device was repaired, tested and found to be fully functional. User mishandling is the most probable root cause of the missing tissue seal, however, a definite root cause cannot be determined with the given information. With the available information, we cannot discern a root cause of the short circuit observed in the motor cable. A manufacturing record evaluation was performed for the finished device serial number (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
It was reported by the affiliate via mail that before an unknown procedure the micro tornado hp w handcontrol had lost cutter seal. No patient consequence and no surgical delay was reported. No additional information was provided.